Event description:
It was reported that during implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. The electrode was repositioned twice. Technical services were consulted and troubleshooting options were recommended. The s-ICD system was successfully implanted and remains in service.

Event description:
It was reported that during implant procedure this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. The electrode was repositioned twice. Technical services were consulted and troubleshooting options were recommended. The s-ICD system was successfully implanted and remains in service. Additional information was received indicating the s-ICD system had been repositioned a third time upon arrival of the field representative, who instructed that the most likely culprit of the elevated impedance was the sternal location. Once the device was repositioned, the system impedance resolved to the 80 to 90 ohms range. The s-ICD system remains in service. No adverse patient effects were reported.